Event description:
During a meniscus repair utilizing the fast-fix 360 curved ndl delivery sys, it was reported that the trigger system of the product did not work properly. There was no procedural delay reported and a backup device was available to complete. Additional information received on (B)(4) 2014 indicates that t1 was left unsupported in the patient. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿the trigger system of the product did not work properly.¿ the insertion device with the t2 implant was received. Contrary to the complaint description, the t1 has been cut away and there is biomaterial on the suture. Functional testing confirmed that the device cycles and actuates per design. The t2 was deployed into a rubber model meniscus as designed. The complaint could not be confirmed. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).